Manufacturer narrative:
(B)(4). Results of investigation: return material authorization number (B)(4) was issued for the return of the main printed circuit board and was routed to the failure analysis lab for evaluation. The carefusion failure analysis technician evaluated the main printed circuit board and was able to reproduce the reported event. The issue was isolated to a failed transducer. This is considered a known issue and is being addressed through an internal corrective action. In the event additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that this vent is alarming ¿xdcr fault¿ (transducer fault) and would like a replacement board for repair. There was no patient involvement at the time of the incident.